Manufacturer narrative:
H4: the lot was manufactured between october 7-8, 2024. H11: the device was received for evaluation with no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The expected therapy time was 120 hours; however, 100ml of medication remained in the device. The device contained fluorouracil and saline. A new pump was configured to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.